Event description:
It was reported that leak was observed from a half day infusor from an unknown location during storage. There is no report of patient involvement. No additional information is available. This medical device report is report 1 of 7.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. The sample was visually observed to have leakage at the connectivity of the red cap (non-baxter product) and the white distal luer because the red cap was not tightened. After the red cap was tightened, the leak immediately stopped. A functional leak test was subsequently performed by refilling the reservoir with green colored water. After filling, a baxter's blue winged luer cap was used to securely close the white distal luer of the sample. As a result, no signs of leakage were observed after the next day. Since the red cap (non-baxter product) was used on the leaked unit, the reported defect cannot be confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.